Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized with a blood glucose reading of 20 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly except for the time, which was off by 12 hours. Assisted in programming the correct time. Advised the caller to have the customer call back to conduct the displacement test. Nothing further was reported.